Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal adaptor for the biostop had been left in the patient with the restrictor. Surgeon stated that he had unscrewed the introducer in the same way that he would do normally. Surgeon determined that it would be safe to leave the adaptor in place and preferable to removing the stem to retrieve it, so closing was completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.